Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s factory service department. The device was evaluated and the reported issue was duplicated. The identified root cause was determined to be a bad lcd cable pin. The device was repaired and now meets service specifications.

Event description:
The customer reported that the ventilator's user interface module (uim) is distorted after it warms up and runs for an hour. There was no patient involvement.